Event description:
A critical, intubated emergency department (ed) patient required transport with a heartstart mrx monitor to the imaging department for various CT scans. Upon arrival to CT, at around 1930, the mrx monitor turned itself off. The power switch was then turned off and back on and the monitor was "jiggled" and the monitor restarted and displayed data lost due to internal power failure message. A moment later, the monitor turned off again. One of the ed team members left to go to ed and retrieve a replacement mrx monitor. During this time, the other ed team member reported that the mrx monitor began making a buzzing noise and displayed a message to the effect that the monitor was shutting down. Then the message disappeared, the buzzing noise stopped, and the monitor seemed to function normally again. The patient was connected to the replacement monitor and CT scans were completed with the patient brought back to the ed at approximately 2008. The malfunctioning monitor was sent to biomedical engineering for inspection. Biomedical engineering inspected the monitor and the event log file did not show an error log. The technician discussed the event with philips tech support and we were requested to ship the vent to philips for testing. The unit was shipped to philips.